Event description:
I had filshie clips placed in (B)(6) 2016 and have had pain and painful, heavy, irregular menstrual cycles ever since. I have also had other side effects I believe are caused by the clips. I had rectal bleeding and extreme pain during recovery of my tubal ligation. I had to go to the emergency room for pain relief and the rectal bleeding was never explained.